Event description:
The customer reported power issues with the device in which the device would power up but would not power down. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported power issues with the device in which the device would power up but would not power down. There was no report of patient involvement. The customer reported power issues with the device in which the device would power up but would not power down. There was no report of patient involvement.